Event description:
Customer reported under-recovery of rapidqc complete quality control material for partial oxygen pressure results. Level 1 : assigned range 134-156 mmhg; values obtained 126/127/130 mmhg; level 2: assigned range 88-104; values obtained 83/85/97; level 3: assigned range 12-34; values obtained 21/22. This indicated that there was potential for under-reporting pt values for partial pressure of oxygen. It is believed that no pt data was reported.